Event description:
The customer reported that the device failed the pacer test. There was no report of patient involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.